Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device has a particle was detected during a 100% visual inspection. Staff has identified the particle as ¿small piece of plastic and curled, similar to those previously observed was identified. The product fault occurred during production.

Manufacturer narrative:
No product was returned. A photo and video of the device was however returned for analysis. There was no evidence to review in the device's event history log. A review of the device photo and video were reviewed and the reported issue was confirmed. The cause of the reported issue is currently being investigated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.